Manufacturer narrative:
Device passed displacement test and self test. Multiple bolus delivery were programmed and delivered properly. No unexpected pump error 81, 82 alarms noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 433 mg/dl. Customer stated that the meter was not talking to the insulin pump. Customer was assisted in connecting insulin pump and glucometer. Customer stated that the insulin pump had multiple insulin pump error alarms during bolus. The customer was assisted with troubleshooting. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer stated that they were able to clear the alarms. Customer states they were able to rewind the insulin pump. Customer stated that they performing displacement test and test result was passed. Customer stated that the insulin pump was not dropped or bumped. Customer stated that they did rewinding of the insulin pump and error did not occur during rewind. Customer stated that the customer was assisted with self test and test was passed. Customer declined troubleshooting for high blood glucose reading. The insulin pump will be returned for analysis.